Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached/broken luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to the white and grey luer adapters. Discoloration and curved shape memory were observed throughout all three extension tubes. A complete break was observed in the purple extension tubing and the luer adapter was not returned for evaluation. Microscopic inspection of the break site revealed a granular fracture surface. Beach marks and radiating tear marks were observed throughout the break site. The break features were consistent with material fatigue due to repetitive mechanical stresses such as twisting, kinking and pulling; however, the relatively short duration between device placement and fracture occurrence suggested that an additional unidentified factor(s) may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Additional potential contributing factors include environmental factors affecting tubing mechanical properties.

Event description:
It was reported a triple lumen PICC had one of the hubs break off from the lumen. Additional information received 08/03/2021: "we are not sure if the nurse used a securement device." "The PICC was inserted on march 9th and another PICC was inserted on march 25th. On march 25th, the PICC inserter removed the damaged PICC."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported a triple lumen PICC had one of the hubs break off from the lumen. Additional information received 08/03/2021: "we are not sure if the nurse used a securement device." "The PICC was inserted on (B)(6) and another PICC was inserted on (B)(6). On (B)(6), the PICC inserter removed the damaged PICC."